Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 10.0 mg/ml morphine at 0.500 mg/day and 5.0 mg/ml bupivacaine at 0.2498 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a swelling/fluid near their posterior wound after explant. The clinical diagnosis was "recurrent seroma vs. Cerebrospinal fluid (csf) leak". It was noted that the clinical diagnosis was later updated to fluid near posterior incision after explant. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 11:41. On (B)(6) 2016, the patient reported swelling below and to the right of the explant incision on her back. Upon examination, there was swelling and some mild heat, but no fluctuance. It was thought to be a hematoma. On that same date, clindamycin was initiated. Examination on (B)(6) 2016 found the wound was markedly extended with soft tissue mass underneath that traveled laterally from midline and there was a concern that it may be csf. On that same date, 50 ml of clear fluid was drained. It did not appear to be infected and appeared to be csf. On (B)(6) 2016, it was reported that the area near the incision was once again as big as it was before it was drained and the patient was instructed to come in for repeat draining and evaluation. On (B)(6) 2016, 108 cc of serous or serosanguinous fluid was drained. Wound revision and repair of a csf leak occurred on (B)(6) 2016. Examination on (B)(6) 2016 found the wound edges well approximated and no erythema, exudate, edema or warmth. The event was noted to be ongoing. The event was noted to be not related to the device or therapy and related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 26-jul-2017 indicating the outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.